Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date of implant is approximate based on the date the product was shipped to the manufacturer. The exact date of implant is unknown; however, based on the manufacture date, the generator was not manufactured in 2007, and was not implanted in 2007 as previously reported.

Event description:
Further follow-up revealed that the treating neurologist indicated that it was unknown when the breast cancer was first observed and that the vns therapy was not related to the patient's breast cancer. The patient underwent a left mastectomy to prevent spread of cancer. The patient reported that she underwent generator replacement in 2007. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient was scheduled to have a mastectomy performed due to breast cancer. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
New information revealed that the brand name was reported incorrectly on the initial report. New information revealed that the model, serial and lot numbers and expiration date were incorrectly reported on the initial report. Implant date, corrected data: new information revealed that the implant date was reported incorrectly on the initial report. Manufacture date, corrected data: new information revealed that the implant date was reported incorrectly on the initial report.